Manufacturer narrative:
(B)(4). D10. Oxf twin-peg cmntd fem md PMA item# 161469 lot# 66676267. Oxf uni tib tray sz c rm PMA item# 154723 lot# 66033747. Oxf anat brg rt md size 3 PMA item# 159575 lot# 65980256. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a knee replacement the slap hammer broke, patient was not affected. Diligence is completed and no further information on the reported event has been provided.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified a slap hammer. It is not possible to identify and item or lot number from the photograph. The jaws do appear to be off set from each other, but the instrument does appear to be intact. Nothing can be gained from the photograph confirm the reported event. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.